Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Manual manipulation due to low range of motion is reported approximately 2 months post-op. Device compatibility was confirmed via the nexgen knee profiler. Neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unknown. Based on the available information, an exact cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that patient underwent manipulation of right knee under anesthesia and injection.